Manufacturer narrative:
Product analysis: analysis found that the programmer stylus tip position on the touch screen needed calibration. Analysis also noted that the cooling fan was noisy, the cord bay door was damaged, the bezel had cracks on the left side, a handle (hardware) update was required, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned without information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.